Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a ventilator's (trilogy evo) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleging a ventilator inoperative condition occurred. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal investigation inspected the suspect component for obvious defects and found none, manufacturer ran the device in again and no unexpected errors were generated. The manufacturer can confirm the presence of dust/dirt contamination. The assy was returned to riql for the failure of contamination. The failure of contamination for the assy cannot be further investigated to determine a root cause. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found errors (error code 155). The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of evidence of sound abatement foam degradation/breakdown. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Section h6 were updated in this report.

Manufacturer narrative:
In the previous report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for further evaluation. The manufacturer confirmed the reported of device ventilator inoperative condition and observed 1 error code (error 155). An internal visual inspection was completed by the manufacturer and found contamination in the blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, machine flow sensor, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02 and muffler assembly due to contamination and replaced all listed parts except muffler. The manufacturer cleared the log and upgraded the software to the current version to address the issue. The device passed final repair test.